Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis results are not available; the device was discarded by user facility.

Event description:
It was reported that during setup for a procedure to remove a skull base tumor, initially a 7mm emg tube was used to intubate the patient but it could not be inserted; a 6mm tube was used instead. The procedure was 11 hours 26 minutes. Thirty minutes after the completion of the procedure the emg tube was removed and 30 minutes following removal of the tube the patient developed "glottic edema/vocal cord edema", which led to a tracheotomy. "Doctor confirmed persistent disorder of swallowing function associated with edema. As result, patient is unable to take anything by mouth". The patient still has the tracheotomy but is recovering over time. Following the procedure the doctor stated that the emg tube was "hard and not enough narrow" and that "body position of bending neck" was not beneficial for a long surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.